Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the gauge of the syringe would not increase when the pressure was applied to the balloon. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results a visual examination of the complaint device revealed that the device does not have any visual defects. A functional evaluation was performed to pressurize the device to 10 atm with 35 ml of water for 30 seconds. No issues were noted with the gauge needle. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the gauge of the syringe would not increase when the pressure was applied to the balloon. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.